Manufacturer narrative:
Device evaluation : g3, g6, h2, h3, h6 and h10. A vyaire field service representative (fsr) evaluated the device onsite. Calibration expiratory flow and all work performed in accordance with avea service manual revision g. The fsr performed est (extended systems test), performance check, which all passed. The unit is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has volume discrepancy. At this time, there was no information regarding patient involvement associated with the event.